Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze, did not detect the attached electrode pads, and failed for high impedance. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical corporation for evaluation. A review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. The device was subjected to full functional testing without duplicating the report. The electrode pads used at the time of the report were not returned as part of this investigation. The device was recertified and returned to the customer. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend. The reports of high impedance and electrode connection were inadvertently reported.